Event description:
It was reported that during a lung biopsy procedure, the device's distal end was stuck somehow in the tissue. The distal end of the staple line was of bad quality, i.e. Some leakage occurred. Another same like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested and response received.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.